Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher readings while wearing the adc freestyle libre sensor. On (B)(6) 2019, while at school, the customer obtained a scan of 145mg/dl and experienced trembling, lost of consciousness, and a seizure ( convulsions.) The customer was taken to the hospital and treated with sugar "under the tongue." An additional scan of 195mg/dl was compared to blood glucose of 62mg/dl obtained from the built-in meter at that time. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. The sensor (B)(4) was returned and investigated. Performed a visual inspection on the returned sensor and no issue was observed. Data was extracted from the returned sensor using an approved software. The sensor found to be in was state 5 (normal state). The plug was returned, and the sensor plug was properly seated. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported higher readings while wearing the adc freestyle libre sensor. On (B)(6) 2019 while at school, the customer obtained a scan of 145mg/dl and experienced trembling, lost of consciousness, and a seizure ( convulsions.) The customer was taken to the hospital and treated with sugar "under the tongue." An additional scan of 195mg/dl was compared to blood glucose of 62mg/dl obtained from the built-in meter at that time. There was no report of death or permanent injury associated with this event.